Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Off no power alarm and low battery alarm functioned properly. The insulin pump had cracked case at the display window corner, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 600+ mg/dl. Customer did not have any symptoms. Customer was hospitalized for diabetic ketoacidosis. Troubleshooting was performed and it was found that the pump received off no power without battery indicator. Customer did not receive low battery alert prior to off no power alert. The insulin pump was returned for analysis.